Manufacturer narrative:
The device associated with this complaint has been found to not be PMA approved, rendering this complaint not reportable to the FDA. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6a, d6b, d9, g4, h3, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture : no observed. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device associated with this complaint has been found to not be PMA approved, rendering this complaint not reportable to the FDA.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.